Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced adhesions and recurrence of the hernia, and had surgeries on (B)(6) 2016 and (B)(6) 2016 to remove the mesh. It was reported that the patient continues to experience pain. No additional information was provided.